Manufacturer narrative:
Date of report : 03/26/2019, date rec¿d by MFR : 03/07/2019. The customer replaced the touch screen to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 16jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was intermittent. No patient or user harm was reported. The event date was not specified; estimate used.